Event description:
Customer reported that between 2-4 am, the system would not create new studies. Hospital was forced to divert incoming cardiac patients to another hospital as a result. No patient death or injury was reported. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.